Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery longevity was shorter than normal. Customer reported that battery in use was (B)(6) battery. Customer reported to have received a low battery alert less than twenty four hours prior to receiving the off no power alert. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer continued to receive a failed battery test. Alarm history showed an unexpected restart alarm, signal too low alarm, and a spanish anomaly alarm. Customer was advised that insulin pump would need to be replaced due to excessive low signal alarm and spanish anomaly alarms.